Event description:
The user was explanted due to electrode extrusion into the ear canal. As per explant report form there were some channels found extra-cochlear. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.